Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead caused the patient to experience chest pain. The physician did not think that this was an issue, however the patient persisted to have the leads removed. The ra and right ventricular (rv) leads were explanted and replaced. No additional adverse patient effects were reported.